Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 08-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height cubie rawer 6.1 in the auxiliary had experienced multiple failures, with cubie pockets ejecting during recovery and unloading of medications. A field service engineer (fse) did not find any debris under the pockets. Then, the fse re-seated the row board cable at the cable header on the drawer controller and the cable headers on the cubie trays and verified operation via hardware test application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a repeated drawer failure. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.